Event description:
Reportedly, the pump was no longer producing audible tones for alerts and alarms. On 10/15 customer experienced a low blood glucose of 30 mg/dl due to pump not producing audible alerts and alarms. Customer went to the emergency room on 10/15 due to low blood glucose and was subsequently admitted to the hospital. Customer was treated intravenously with insulin and saline solutions. Customer was released from the hospital on 10/17 with the issue resolved and no permanent damage. Customer continued to use current pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.